Event description:
It was reported that the patient reported to hospital with phrenic nerve stimulation. Atrial sensing on the ventricular channel and exit block were noted. Lead dislodgement was confirmed via x-ray. Lead was explanted and replaced when repositioning was unsuccessful. Patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.